Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found eschar caked on the jaws and in the knife track. Pmv investigation found that eschar was caked on the jaws and in the knife track. The jaws were thoroughly cleaned with water and a brush, and dried. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. Nothing that could cause the device to lock on the tissue was found. The investigation identified the root cause of the reported event to be improper and insufficient cleaning by the user. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy, the hand piece's jaw locked and would not opened while removing breast tissue. Another hand piece was used to complete the procedure. There was no patient injury.